Manufacturer narrative:
Lot updated from 88090li00 to 94357li00. On march 27, 2019, the suspect medical device lot number was updated from 88090li00 to 94357li00. An evaluation is still in process. A final report will be submitted when the evaluation is completed.

Manufacturer narrative:
The customer return sample was tested with alinity s anti-hcv, list number 6p04-55, lot 90163li00, giving a non-reactive result of 0.78 s/co and repeating the customers observation. Further testing with alternate abbott assays was performed: alinity I anti-hcv, list number 8p06-22, lot 95024li00, gave a non-reactive result of 0.86 s/co. Architect anti-hcv, list number 6c37-32, lot 94361li00, gave a non-reactive result of 0.81 s/co. The results of the three abbott assays matched the customers results for the return sample and nat was also negative. The recomline hcv igg blot was used as a reference test, showing a strong band for ns4 and a weaker than cutoff helicase band, resulting in the overall interpretation being negative. The inno-lia hcv score blot was used as a reference test, showing a strong band for ns4 and a weaker than cutoff ns3 band, resulting in the overall interpretation being indeterminate. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and alinity specificity testing. Clinical specificity testing of negative panel replicates was performed using in-house retained alinity kits stored at the recommended storage condition. Specificity testing met all specifications on the alinity products. A review of tickets determined that there is elevated complaint activity for architect anti-hcv lot 94357li00. A review of tracking and trending identified no trends associated with the complaint issue. Return testing was not completed as returns were not available. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Retained reagent kits of architect lot number 94357li00 were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested with reagent lot 94357li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 94357li00 detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customers issue. No systemic issue or deficiency of the architect anti-hcv lot 94357li00 was identified. No adverse trend was identified for the customer's issue on alinity or architect. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no alinity or architect product deficiency was identified. This sample was evaluated on three abbott products, see also 3002809144-2019-00096 for alinity anti-hcv lot 95024li00 3002809144-2019-00097 for alinity anti-hcv lot 90163li00

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. Note: this same patient has been reported in three manufacturer reports. Alinity s (3002809144-2019-00097): initial (B)(6), repeat (B)(6); architect (this report): initial (B)(6), repeats (B)(6); alinity I (3002809144-2019-00096): (B)(6).

Event description:
The customer observed a (B)(6) result on the architect analyzer. The following data was provided: initial (B)(6), repeats (B)(6). Additional (B)(6) data was also provided: alinity s: initial (B)(6), repeat (B)(6). Alinity I: (B)(6). Nat testing was (B)(6). The customer states the sample was confirmed (B)(6) on the inno-lia kit from biorad. There was no impact to patient management reported.